Event description:
This is a spontaneous case report received from a consumer via regulatory authority in (B)(6) on 25-sep-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 for sterilization. Consumer reported that after insertion she had a lot of complaints, such as: low back complaints, could not come out of bed anymore, and could not lay straight, heavy menstruation, vaginal fungal infections and intestinal complaints. She also reported the essure insertion was painful. She had a lot of therapy: manual therapy and physiotherapy. In (B)(6) 2015, the coils were removed and consumer had no more back complaints, a normal menstruation and no fungal infections anymore. Consumer felt very good. Consumer mentioned that she has a nickel allergy and was not informed that there was nickel processed in essure. Product technical complaint (ptc) investigation and final assessment were received on 09-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced low back complaints (she could not come out of bed anymore and could not lie straight). This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, consumer experienced the event after essure insertion. The coils were removed and she recovered from her back complaints. Considering the positive temporal relationship and in the lack of an alternative explanation, a causal relationship with suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.